Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a an unspecified transmitter issue is reportable based on the finding of an unspecified transmitter issue. No injury or medical intervention was reported.